Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06239 . Additional information received identified surgical intervention took place at some point in (B)(6) 2015, at which time the patient's entire system was explanted and replaced with a competitor system. The exact date of explant is unknown to the manufacturer at this time. Exact explant date is currently unknown.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06239. It was reported the patient is experiencing overstimulation from his scs system. X-rays taken did not reveal any anomalies. Impedance readings from the patient's leads were within normal limits. Surgical intervention may take place at a later date to address the issue.